Event description:
It was reported that the patient presented to the hospital with complaints of an allergic reaction. The patient stated itching occurred at the pacemaker site. The physician elected to explant the pacemaker system. The patient condition was stable.